Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
It was reported that an impella cp was removed from the left ventricle into the descending aorta. Bleeding was noted at the groin at this time with changes in hemodialysis. The patient was given 500 milliliters of albumin, 500 milliliters of intravenous fluids, four units of packed red blood cells and a vasoconstrictor medication was maxed out. Upon removal of the impella cp from the patient, tissue material was noted to be on the end of the pig tail catheters. Vascular staff was sent to the room for right femoral artery cutdown and repair. The patient survived the explant.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel and access site bleeding has been completed. The pump was not returned for investigation, and a data log review was not required for this case. According to the provided clinical details, the right femoral artery access site was successfully repaired with vascular surgery after a reported bleed during pump removal. The reported failure mode of access site bleeding was removed, as it was addressed under vascular damage, as clinical details indicated that vascular damage was the cause of the access site bleeding. The cause of the vascular damage issue was not determined since the product was not returned and sufficient clinical information was not provided. E.1 facility name was inadvertently omitted from initial manufacturer device report number 1220648-2024-19720 and was added.